Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgical staff contacted intuitive surgical, inc. (Isi) technical support to report that they encountered a non-recoverable error on the e-100 generator. The caller reported that they were planning on using a vessel sealer extend instrument but now they would not use it. The isi technical support engineer (tse) asked the caller if the e-100 generator had a red light and the caller confirmed it did. The tse viewed the system event logs and noted error 25913 confirming the e-100 error reported by the personality module vision acquisition (pmva) node. The tse suggested to perform a power cycle on the e-100 generator and try to use it again. The procedure was aborted/converted due to the patient's anatomy with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the e-100 generator; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The e-100 generator was returned for failure analysis and the reported failure was replicated. This unit was installed onto the test system and failed testing. The e-100 generator powered on with red led present multiple times. When in failed state, unit did not present on the vsc troubleshooting panel. Energy did not fire when in this state. Otherwise, when unit powered on with no trouble then vessel sealer instrument was installed onto the e-100 generator with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/seal about 100 times.

Event description:
Refer to h10/h11 for follow-up information.